Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached. The handle cannula was in good condition and there was evidence of flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the handle was extended, the snare loop failed to extend. There was no visual damage noted on the device packet. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.